Event description:
It was reported that the patient had a "pocket revision surgery." It was noted, the patient and health care provider (hcp) "felt the implantable neurostimulator (ins) was positioned too close to the spine and they wanted it to be more lateral on the patient's side." It was noted that the surgery was "not related to a neurostimulator problem or stimulation coverage issue." It was noted that the ins was not "re-orientated in the body for correct adaptive stimulation functionality." It was further noted that the device was detecting incorrect positions and the patient experienced a "jolt" of stimulation. It was noted that the device was "delivering the wrong amplitude in the wrong position." Additional information received reported that "the jolting was due to the device being placed in a different angle during a pocket revision because the placement was not comfortable." It was noted that the hcp reoriented the battery. It was noted that the patient was "doing well."

Manufacturer narrative:
Product ID, 3776-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3776-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).